Event description:
The pt stated that last night (2007) her blood glucose measured 568 mg/dl before bed and she bolused 5 units of insulin. This morning (the next day), the pt's blood glucose measured 414 mg/dl when she woke up and she bolused 4 units of insulin. No symptoms of elevated blood glucose were reported. To troubleshoot, the pt was instructed to disconnect from her infusion site and she was able to run a prime and insulin dripped from the end of her infusion tubing. The pt was able to also bolus without error. Upon follow up, the pt stated that her blood glucose has lowered and she was doing well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.